Manufacturer narrative:
Medwatch # mw5171437 was received on 25jun2025. Section a: patient information was not provided. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient noted increasing fatigue. The patient was found to have an extrinsic outflow graft obstruction by computed tomography (CT) scan morph in 2024. The patient had persistent left ventricle (lv) dilation with no cardiovascular (cv) symptoms or vad alarms. A ramp right heart catheterization (rhc) was performed on the same day as the CT scan with optimized flow from baseline 5800 rpm to 6000 remote patient monitoring (rmp) and was feeling better. The patient was taken to the operating room (or) in 2024 for release of outflow graft obstruction which found proteinaceous debris consistent with imaging and partial outflow graft obstruction. The post operative course was unremarkable and the patient was stable and ready to discharge home in 2025.

Manufacturer narrative:
Section b1 correction. Section b2 correction. Section h1 correction. Section h6 health effect - clinical code corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation as no computed tomography images were provided for review, and a specific cause for the reported obstruction could not be conclusively determined through this evaluation. Further, a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information has been provided by the account. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.